Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eight inappropriate shocks due to a flat electrogram (egm). It was noted that everything looked good prior. This s-ICD system was explanted and successfully replaced. When visually inspecting the electrode something black was noted under the insulation and noise was able to be reproduce with manipulation at the spot. A lead fracture was suspected. This electrode was difficult to extract during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 8.0 centimeters (cm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eight inappropriate shocks due to a flat electrogram (egm). It was noted that everything looked good prior. This s-ICD system was explanted and successfully replaced. When visually inspecting the electrode something black was noted under the insulation and noise was able to be reproduce with manipulation at the spot. A lead fracture was suspected. This electrode was difficult to extract during the procedure. No additional adverse patient effects were reported. This product was returned and is pending analysis.